Manufacturer narrative:
(B)(4). (B)(6). The analysis results found that one device found that it was received with the jaws bent at distal tip toward tissue stop. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws jammed on the tissue and couldn't be removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-03347 for the other associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial stents were used during a bronchial stent procedure, performed on (B)(6), 2010. According to the complainant, the stent was being placed to treat a malignant stricture located in the left main stem. The stricture was reported as 9cm wide and 22mm long. The lesion was not predilated, and the anatomy was reported as somewhat tortuous, but nothing abnormal for this type of procedure. Both stents had the deployment suture wrap under the catheter instead of feeding directly into the exit hole. This caused the catheter to pinch or kink upon itself. The stents could not be fully deployed. The physician was able to remove each device without any patient complications, but the procedure was not completed as they had no additional stents on hand. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".